Event description:
The lead containing electrodes 08-15 migrated out of the epidural space. The lead produced very sharp focal pain in the lower back of the patient when electrodes 12-15 were used to provide neurostimulation. Impedances were greater than 10000 ohms on the electrodes 8-11. The patient felt no stimulation sensation with electrodes 8-11 even when the amplitude was 10.5 volts. Impedances were greater than 10000 ohms on the lead with electrodes 0-7. The patient was taken to surgery. Intraoperatively lead 0-7 was interrogated and all electrodes showed high out-of-range impedances when tested in both channels of the implantable neurostimulator and also with the screening cable. Both leads and the implantable neurostimulator were removed. The patient was discharged from the hospital without further incident.

Manufacturer narrative:
The implantable neurostimulator lead and two leads have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.